Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis, therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-11837. It was reported that an error message displayed during aspiration. Two angiojet® solent¿ proxi catheters were selected for a thrombectomy procedure. Both devices were primed successfully. Aspiration was initiated inside the body with the first catheter directly hooked up to saline. The second device as initiated using power pulse kit; however, the machine stopped with both devices and an error message to spike saline bag and check saline supply were displayed. A saline leak was observed from inside where the pump sits. The procedure was completed with a different thrombectomy device. There were no patient complications reported.